Event description:
The clinician reported during routine inspection, that the external pulse generator's (epg) clear lens was scratched. The clinician opted to repair the epg; therefore, technical support (ts) provided part numbers for the lens and keypad lens adhesive. The epg remains with the clinician. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.